Event description:
The customer observed negative result values for hemoglobin, hematocrit, and mcv in the aliniq ams software, which were released into the laboratory information system. The customer uses the alinity hq analyzer for patient blood and stem cells. In the aliniq ams software, there was a rule set up to distinguish these sample types (x and *). After the alinity hq analyzer software upgrade, the rule no longer functioned correctly. Both flags (x and *) appeared together, causing the result to go from 0.00 to -1. The results example provided were as below: sid (B)(6) hematocrit from alinity hq=1.41x* /transmitted to lis by ams=-1 sid (B)(6) hematocrit from alinity hq=0.00x* / transmitted to lis by ams=-1; hemoglobin from alinity hq=0.024x* / transmitted to lis by ams=-1; mcv from alinity hq=0.00x* / transmitted to lis by ams=-1 the abbott fsr reconfigured ams rule to cover both flagging after new software upgrade. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). . All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported that after updating the system software to v5.10, rules on the ams middleware were impacted due to a change in the alinity h transmitted result format. The issue was resolved by reconfiguring the rules on the ams middleware to align with the new result format. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review and labeling review for the alinity h-series v.5.10 system software of the alinity hq sn (B)(6). A review of data was performed and did not identify increased complaint activity for the alinity h-series v.5.10 system software or the alinity hq processing module. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the alinity hq and customer reported event. A review of the alinity h-series operations manual was reviewed and contains adequate labeling regarding the updated flagging configuration in system software v5.10. Based on the available information, the alinity hq sn (B)(6) and the alinity h-series v.5.10 system software performed as intended and no systemic issue or deficiency was identified. Refer to MFR 3004032053-2025-00013 report for aliniq ams submission.

Event description:
The customer observed negative result values for hemoglobin, hematocrit, and mcv in the aliniq ams software, which were released into the laboratory information system. The customer uses the alinity hq analyzer for patient blood and stem cells. In the aliniq ams software, there was a rule set up to distinguish these sample types (x and *). After the alinity hq analyzer software upgrade, the rule no longer functioned correctly. Both flags (x and *) appeared together, causing the result to go from 0.00 to -1. The results example provided were as below: sid (B)(6) hematocrit from alinity hq=1.41x* /transmitted to lis by ams=-1. Sid (B)(6) hematocrit from alinity hq=0.00x* / transmitted to lis by ams=-1; hemoglobin from alinity hq=0.024x* / transmitted to lis by ams=-1; mcv from alinity hq=0.00x* / transmitted to lis by ams=-1. The abbott fsr reconfigured ams rule to cover both flagging after new software upgrade. There was no reported impact to patient management.